Event description:
It was reported to philips that the device¿s x-ray generator failed when performing acquisition. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the generator failed during a catheterization procedure. The fse tried to reboot the system, but it did not improve the situation. Upon further inspection fse found that the phase line was missing in the ups and ups bypass errors, that were found to be coinciding with the time of the failures in the equipment. The full load eaton ups was not supplied and serviced by philips. To resolve the issue the uips engineer visited the site and repaired the failure in his ups system. After the repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.